Event description:
On march 2, 2012, the reporter contacted animas on behalf of her daughter (the patient) alleging that the pump had felt hot to touch on a specific occasion. At the time of the contact on march 2, 2012, the pump was not available for troubleshooting. The reporter called animas back the following day and provided additional information along with the patient. The patient claimed that the pump felt hot to touch on an unspecified date/time a month earlier. The patient denied being harmed because of the alleged issue. She also denied that the pump's battery felt hot to touch. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump felt hot to touch on a specific instance. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the alarm history showed two "low battery" warnings followed by a prompt battery change in each instance. No defects were found to the power flex, battery connections, and internal components. The complaint regarding overheating could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.